Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having warming behind the generator. The patient stated that they recharge twice a month and they don¿t feel inconvenienced by the warming. The patient has a follow-up appointment to evaluate the system. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that when the patient charges the implantable neurostimulator (ins), he gets a burning sensation internally. The patient confirmed that the external equipment was not causing the issue and the issue was being checked by the manufacturer representative (rep) and the healthcare professional (hcp). There were no further complications or anticipations reported with this event.